Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient on day 5. It was reported that the patient had had a headache for the last two days. The patient was not sure if it was related to the device. A day later the patient reported that she thought the program change yesterday was not working. She was experiencing nausea, possibly due to ¿holding urine¿ instead of voiding when she felt urgency.